Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device expulsion ("migration of essure device location of device: uterus / two metal coils are found closeby each of the ostium."), genital haemorrhage ("abnormal bleeding"), menorrhagia ("heavy period / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), overweight and dysmenorrhea. Concurrent conditions included depression since 2017, anxiety since 2017, herpes simplex type ii since 2017, yeast infection, vaginal itching, breast tenderness, vaginal discharge, pap smear and vaginal itching. Family history included endometriosis (mother had extensive endometriosis.). Concomitant products included alprazolam (xanax), antibiotics, fluoxetine hydrochloride (prozac) since 2017 and valaciclovir hydrochloride (valtrex) since 2017. In 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain upper ("stomach cramping") and abdominal pain lower ("bad cramping"). The patient was treated with ibuprofen (motrin), surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy), surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed), bilateral salpingectomy), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, headache, nausea, migraine, vaginal discharge and abdominal pain lower outcome was unknown and the dysmenorrhoea and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per medical records patient also underwent bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2017: migration of essure device,; in (B)(6) 2017: migration of essure device. (B)(6) 2017: final pathologic diagnosis- uterus, cervix, bilateral tubes; da vinci assisted hysterectomy, bilateral salpingectomy: cervix with chronic and acute inflammation; uterus with secretory endometrium, adenomyosis; bilateral fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain and device expulsion, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 31-oct-2018: plaintiff fact sheet and medical records received. Events added from pfs- vaginal discharge and cramping. Onset date of event dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, headache, device expulsion, nausea were updated. Concomitant disease and drug, lab data were added. Reporter information, ethnicity added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("heavy period / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding (not recovered prior to essure) and menorrhagia (not recovered prior to essure). In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / bad cramping"), abdominal pain upper ("stomach cramping") and migraine ("migraines / headaches"). The patient was treated with ibuprofen (motrin), surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed)), surgery (robotic-laparoscopic total vaginal hysterectomy, bilateral salpingectomy), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, headache, nausea and migraine outcome was unknown and the dysmenorrhoea and abdominal pain upper had resolved. The reporter considered abdominal pain upper, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per medical records patient also underwent bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: migration of essure device (B)(6) 2017. Final pathologic diagnosis- uterus, cervix, bilateral tubes; da vinci assisted hysterectomy, bilateral salpingectomy: cervix with chronic and acute inflammation; uterus with secretory endometrium, adenomyosis; bilateral fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain and device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: added new reporters and case became medically confirmed. Added patient's date of birth and height. Added essure's indication and treatment medication. Added relevant history and laboratory data. Added events headache, migraine, device expulsion, nausea, dysmenorrhoea , abdominal pain, upper vaginal haemorrhage and menorrhagia added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and menorrhagia ("heavy period"). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain and menorrhagia outcome was unknown. The reporter considered back pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.